Event description:
It was reported that during the index procedure on (B)(6) 2010, the patient had two promus stents implanted in the proximal left anterior descending artery (lad) to treat a 70% in-stent restenosis of an unspecified bare metal stent, with 0% residual stenosis post procedure. On (B)(6) 2013, the patient returned with exertional chest pain. Cardiac enzymes were performed and troponins were noted to be elevated. Myocardial infarction was diagnosed and cardiac catheterization was presented as an option, however the patient declined due to renal issues. No repeat angiography was performed. No treatment was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and myocardial infarction, as listed in the promus everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.